Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Two samples were received for investigation in used conditions, without their original package, decontaminated and inside in a plastic bag. During the visual inspection the samples unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During the functional testing of the two samples tested only one sample was detected a leak, the sample unit present a leak in the join with the tube of the bag, therefore the failure mode was confirmed. The root cause was related to the manufacturing process. A corrective and preventative action has been opened to address the reported issue., corrected data: d1.

Event description:
Information was received indicating that prior to use of the smiths cadd cassette reservoir, leaking was noted. No patient was involved in this event. No adverse effects were reported.